Event description:
A right anatomical mesh was opened, and when the surgeon looked at it, it was actually a left sided mesh that was packaged in a right side package. Laparoscopic self-fixating anatomical mesh pye1650x/lpg1510ar, (B)(6) 2024.